Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow button had intermittent response. The remaining buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the down arrow and contrast buttons.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was not working. The patient stated that the button required extra hard presses to respond. The patient confirmed that there was no damage to the keypad but the up arrow button symbol was worn. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.